Event description:
Implementing the use of new pump platform, while cleaning or after charging, unit comes with an error, usually 30% of the pumps being cleaned or charge show a battery failure, error.